Event description:
Because medical affairs was unable to speak with the reporter, a letter was sent asking the reporter to call medical affairs so that clinical info could be obtained. The family member called on behalf of pt alleging that the meter would not power on. The pt felt clammy, sweaty, dizzy and experienced blurred vision at the time of testing. Since pt was unable to obtain a reading, pt ate a piece of candy and went the clinic where the blood glucose test was taken. There is no info on what reading was in the clinic or if the pt was treated. The battery was replaced less than a year ago and was in good condition. There is no evidence at this time of a serious injury. This case is being reported as a malfunction since the meter would not power on.

Event description:
Because medical affairs was unable to speak with the reporter, a letter was sent asking the reporter to call medical affairs so that clinical information could be obtained. The family member called on behalf of the patient alleging that the meter would not power on. The patient felt clammy, sweaty, dizzy and experienced blurred vision at the time of testing. Since the patient was unable to obtain a reading, the patient ate a piece of candy and went to the clinic where the patient's blood glucose test was taken. There is no information on what the patient's reading was in the clinic or if the patient was treated. The battery was replaced less than a year ago and was in good condition. There is no evidence at this time of ta serious injury. This case is being reported as a malfunction since the meter would not power on.